Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "upstream occlusion" alarms as well as multiple "no disposable pump won't run" alarms. Per reporter the the first was reported when only 39.75 ml had infused. It was reported that the cassette was exchanged for a 72 hour bag and the pump exhibited a "no disposable" alarm afer 32.60 ml had infused. Per reporter the "no disposable" alarm stopped and pump "appeared to be running successfully, however every time the pump would infused volume it would beep 'upstream occlusion' but still infuse" it was reported that the pump was exchanged for a new pump with no further issues. No adverse patient effects were reported.